Manufacturer narrative:
A review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number g0211 was released in two batches. Batch1: lot qty of 54 units were released on 04 may 2011 with no discrepancies. Batch2: lot qty of 43 units were released on 04 may 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the skyline expansion tip driver (part #: 286830500, lot #: g0211) was received at us customer quality (cq). Upon visual inspection, the outer shaft of the device was broken near the tip at the distal hole. The broken fragment was returned with the device. Device failure/defect identified? Yes. Dimensional inspection: the outer shaft diameter near the breakage point was measured. Measured dimensions: shaft od = conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received with its outer shaft broken near the tip. No definitive root cause could be determined based on the provided information. However due to the breakage not being reported, it is likely the outer shaft of the device was fractured, not completely broken off, when the surgeon was trying to use it explaining why the device won't retain the screw. Post surgery the fracture may have become complete and the fragment got separated and fall off from the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the tips of the screwdrivers were not expanding to retain the screws properly. The drivers had been accruing damage over time, but it was noticed intraoperatively. The surgeon elected to use them anyway rather than wait for the backup set to be opened. The procedure was completed without surgical delay, there was no patient harm/consequence. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) skyline expansion tip driver. This is report 1 of 1 for (B)(4).